Event description:
The event is reported as: complaint alleges: "rn in operating room-put foley in patient and balloon did not open properly." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.